Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an interventional watchman procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. The second prostyle attempted had a cuff miss. A third prostyle device was attempted but there was a suture break when the plunger was removed. The suture of a fourth prostyle device was successfully pre-placed. The sheath was upsized to a 12f sheath and the watchman procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fourth devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.